Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary - the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis of the device memory was performed and no anomalies were found. (B)(4).

Event description:
It was reported that the left ventricular lead exhibited an inability to capture the left ventricle at maximum output in any pacing configuration. The lead was inactivated and replaced. No patient complications have been reported as a result of this event.

Event description:
It was further reported that after left ventricular (lv) lead inactivation but prior to lv lead replacement, the right ventricular ( rv) lead's pacing functionality was also inactivated because the physician suspected that rv pacing, with the lack of lv pacing, was causing increased symptoms of heart failure and contributing to the heart failure due to rv-lv dyssynchrony. The rv lead's sensing functionality remains in use. The patient is a participant in the product surveillance registry. No further patient complications have been reported as a result of this event.